Manufacturer narrative:
Boston scientific received information that this device was explanted and replaced in (B)(6) 2011 due to normal battery depletion. The device has not been returned to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient's device is "one tick above ert and showing less than 0.5 years". When the minute ventilation (mv) feature was programmed on, the device reported greater than 5.0 years. Technical services suggested that the mv should not be programmed on with the current battery status indicator (less than 10% capacity remaining) as this could have a negative effect on elective replacement indicator (eri) and end-of-life (eol) triggers. Additionally, the local representative reported that the patient experienced a dizzy spell and fell. The patient was admitted to the hospital and the patient may undergo a device replacement procedure. Boston scientific received information that this device was explanted in (B)(6) 2011.